Event description:
It was reported that the insulin pump alarmed no delivery. The customer's mother did not know the blood glucose reading, nor did she know what led to the alarm. She stated that she was unable to troubleshoot at the time of call because the insulin pump and customer were not present. Advised the caller to call back if she would like to troubleshoot the alarms. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.